Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the device failed functional test due to the atrial plus heart wire being bent open (out of mechanical specification). Analysis also found the battery contacts were compressed, the upper case was dented, and the ring bail was bent. (B)(4).

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.